Manufacturer narrative:
The balloon catheter. 2af283 with lot number 11476, was returned and analyzed. Visual inspection of the balloon catheter showed that the device was intact with no apparent issues. Smart chip verification indicated the catheter was never used for injections. The catheter completed the performance test without triggered any system notice; electrical integrity and impedance were also within specification. Dissection/pressure testing did not show any leaks or traces of liquid/blood inside the catheter. However, a guide wire lumen kink was seen 0.875 inches from the tip, pressure test did not show any leak. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.